Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. At this time the reported incident could be attributed to end user error in accordance to the complaint description.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to the patient¿s use of a plastic gas container to drain/collect his peritoneal effluent fluid. The patient¿s drain line came into contact with the bottom of the container, which wasn¿t properly disinfected for several treatments. Additionally, the pdrn reported the events were unrelated to the utilization of any fresenius product(s) and/or device(s). In up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient with on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis (reportedly unrelated to a fresenius product). Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 401 u/l) were obtained, and the patient was started on intraperitoneal (ip) vancomycin 1.5 grams and ceftazidime 2 grams x 14 days (frequency not provided). The peritoneal effluent fluid culture returned negative for growth on (B)(6) 2020, and the patient continued the same course of ip antibiotics. The pdrn attributed causality to the patient utilizing a ¿plastic gas container¿ to drain into and collect their peritoneal effluent fluid. The patient reported the drain line came into contact with the bottom of the gas container, which had not been bleached for several treatments. Patient education was provided. A follow-up cell count collected on (B)(6) 2020, which showed the wbc count had normalized (wbc = 4 u/l). Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The patient has recovered from the events and continues to undergo continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the same liberty select cycler as before the events.